Event description:
Reporter alleged obtaining a result of 159 mg/dl on his aviva system before dinner and then faded out, staring off into space because of hypoglycemia during dinner. Reporter stated that his wife and daughter treated him with food. No other actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch report is for one of the possible suspect devices used (lot number 301707, expiration date 05/31/2010). Reference medwatch report for the other possible suspect device used.